Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed the customer does not know how this malfunction happened; however, the device only worked on battery and doesn¿t work on 220v. The power supply was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the power supply is damaged and is requesting the part number to order for replacement. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.